Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a medication was incorrectly infused. There was patient involvement, but the impact is unknown.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient health impact information, a140504 - inaccurate delivery (2339), b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem, initial reporter addr 1. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex e, f, a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion could not be confirmed or replicated; however, the device was found to be out of accuracy specification. After calibration was performed the syringe module was observed working as intended. The device passed all accuracy tasks, the barrel clamp accuracy test, plunger force accuracy test and plunger position accuracy test. The syringe was loaded into the syringe module, and the system presented successfully the option of bd plastipak 50 ml. The syringe was placed into the syringe module and the volume displayed was according to the accuracy specification the difference between the available volume detected (48.7 ml) and the calculated actual volume (48.665 ml) was 0.035 ml; a calculated 0.07 % error was determined and was found to be within specification (an accuracy of ± 2%). An infusion was programmed at the last rate observed on the log review of 0.75 ml/h for one hour. The test results measured the actual rate at 67 ml/h (-10.39 % error), which is out of specification for this test (± 7% error). The alaris system maintenance (asm v 12.5) was used to perform calibration and preventive maintenance on the returned syringe module and the device passed all maintenance tasks shown on the table below. An additional functional test was performed after the calibration on suspect syringe module; the test results measured the actual rate at 0.73 ml/h (-2.94 % error). The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The returned used administration set and filtered extension set were received empty. No visual anomalies were observed. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The returned used administration set and filtered extension set were received empty. No visual anomalies were observed. A review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pcu event log identified an infusion programmed on 19 december 2025, which was subsequently restored over the following days until 22 december 2025. On 21 december 2025 at 6:07 pm the key unit was selected and a syringe was selected: bd 50 ml (volume: 26.8785 ml). Restore option was selected. The infusion was restored with the following parameters: drug ID: 488; med: smoflipid 20%, rate: 0.75 ml/h. The volume to be infused (vtbi) and duration were updated by user new vtbi: 15 ml and a new duration: 20 h- infusion was started with a primary volume infused (pvi) of 0 ml. On 22 december 2025 between 1:46 am and 1:48 am syringe module alarmed twice infusor patient pressure. Then the infusion was restarted with a pvi of 5.442 ml. Through 9:46 am and 9:48 am syringe module alarmed twice infusor patient pressure. Then the infusion was restarted with a pvi of 10.7749 ml. At 10:11 am the key unit was selected, and user programmed a delay for 25 minutes, the infusion stayed on standby mode. At 10:36 am syringe alarmed callback before infusion, the user started the infusion. With a pvi of 10.7499 ml. Between 10:54 am and 12:44 pm syringe module alarmed infusor patient pressure five (5) times. Infusion started with a pvi of 11.1318 ml. At 3:34 pm syringe module alarmed check syringe and clamp open. At 3:37 pm unit was channeled off capturing a final pvi of 12.9605 ml. Per bd alaris¿ system with guardrails¿ suite mx user manual (v 12.3.2) states warnings to preparing syringe and administration set on syringe module: do not use incompatible syringe sizes and models with the syringe module. Use of incompatible syringes can impact pump operation resulting in inaccurate fluid delivery, delayed generation of occlusion alarms, and other potential problems, which is of particular importance for neonatal populations, including low, very low, and extremely low birthweight neonates. Use the smallest compatible syringe size necessary to deliver the fluid or medication. Using a larger syringe can impact pump performance including delivery accuracy and startup time, and generation of occlusion alarms and bolus volume after occlusion. This is due to the increased friction and compliance of the syringe stopper with larger syringes. It is especially important when infusing high-risk or life-sustaining medications at low infusion rates (for example, less than 5 ml/h) and very low flow rates (less than 0.5 ml/h). This is of particular importance for neonatal populations, including low, very low, and extremely low birthweight neonates. When infusing at rates less than 1 ml/h, ensure that the syringe module is not placed higher than the patient heart level. Placing the syringe module higher than the patient can result in infusion delivery faster or slower than the intended flow rate. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Root cause: the probable root cause of the over infusion reported stems from insufficient calibration. After calibration was performed the syringe module was observed working as intended. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a medication was incorrectly infused. There was patient involvement but no harm. The customer later provided the following information on 30 january 2026: the event occurred on 22 december, 2025. The smof lipids infusion was manually programmed using the guardrails library at a rate of 0.75ml/hr, programmed for a total volume of 15ml over 20 hours in a 35ml bag. It was noted that there was also a tpn neonatal custom infusion at 3ml/hr. There was 19ml that had infused over 19 hours and 30 minutes. The syringe used in the event was a 50ml bd syringe.